Event description:
It was reported that there was particulate matter inside the reservoir of a half day infusor. This was noted during filling. There was no patient involvement. No additional information is available

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured june 10, 2014 - june 12, 2014. Evaluation summary: the device was evaluated. A visual inspection identified a solid white particle 1.84 mm in size floating inside the reservoir. A fourier transform infrared spectroscopy scan determined the particle to be polyisoprene material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.